Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented at the hospital for discomfort due to electrical storm and inappropriate shock. Interrogation revealed that the patient's right ventricular (rv) lead exhibited electromagnetic interference oversensing, failure to capture, and a low pacing impedance. Imaging revealed that the rv lead had perforated. The rv lead was explanted and successfully replaced. The patient was stable.